Manufacturer narrative:
Event occurred within the last "4 to 6 months" from the report date. (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of an amia cassette leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient discontinued the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.